Event description:
It was reported the pt experienced the antenna of his charging system heating upon turning the unit on. At one point, the antenna melted part of the antenna cord. The pt was sent a replacement charging system. F/u identified the replacement charging system resolved the issue.

Manufacturer narrative:
Eval: results: the reported complaint "electrical; device gets warm/hot" was not confirmed. The temperature did not exceed specification. The returned system exhibited normal device characteristics. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.